Event description:
It was reported that the patient's procedure was aborted. Additional information was received that the procedure was aborted because the spacer failed to deploy multiple times.

Event description:
It was reported that the patient's procedure was aborted. Additional information was received that the procedure was aborted because the spacer failed to deploy multiple times.

Event description:
It was reported that the patient's procedure was aborted.